Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis found that the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .022" offset at the tips. The clip could be properly loaded on the grips, but was unable to properly clip onto the tubing during in-house testing. As a result, the instrument failed the clip test. A review of the logs did not show any engagement failures. The root cause of bent-severely instrument grips -tips was typically attributed to the mishandling, such as excess force applied to the instrument jaws. A review of instrument log was performed. Per the review, the instrument was last used on (B)(6)2022 on system sk2953. The medium-large clip applier (part 470327-12/n12210614 0112) has 87 uses remaining after last use. The instruments has max 100 uses. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, engagement issue was noted on the medium-large clip instrument and the clip would not deploy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.